Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) and clonidine (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the placement of the catheter from 2019 has always been in the wrong location and was not helping with the pain. The patient said as far as they can tell it doesn't take care of a lot of the pain, and they had to take a lot of pain medicine. The patient also mentioned they have two bad spots, one in their neck and one in the back. The patient asked if there was a manual he could have for where the implant the device and catheter in the pump recommendations and installation director about catheter placement. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Corrected b5/h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) and clonidine (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the placement of the catheter from 2019 has always been in the wrong location and was not helping with the pain. The patient said as far as they can tell it did not take care a lot of their pain, and they had to take a lot of pain medicine. The patient also mentioned having two bad spots, one on their neck and their back. The patient asked if there was a manual he could have for where the implant the device and catheter in the pump recommendations and installation director about catheter placement. The patient was redirected to their healthcare provider to further address the issue.